Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that one of their stimulators was not working at all. The patient stated that sometime in the last year something went wrong with their left stimulator and it was not working at all. The patient noted that they were not sure exactly what went wrong and didn¿t know if the battery depleted or if there was an actual problem with the left stimulator. The patient stated that the right stimulator was working and that in (B)(6) 2016 their healthcare professional (hcp) went in to try and fix it but they did an EKG and discovered that the patient had a heart attack so the procedure was cancelled. The patient then noted that on (B)(6) they were going to go into the hcp so they could repair or replace it. The patient was asked what the problem with the stimulator was and if they had a return of symptoms and the patient responded ¿no, they checked it and f ound it wasn¿t working, im not sure¿, the patient did not have any other details. The patient synchronized with the implant and stimulation was on at 3.30 v. The patient noted that there were no falls or trauma related to the event and was advised to follow up with their hcp. No patient symptoms or further complications were reported or were expected.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0mrwk, implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. Product ID: 3058, serial (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative mentioned that the left lead looked like it migrated on an x-ray photo. They did not have the photo. Patient had lead and battery replacement on (B)(6) 2017 to solve issue. Patient's weight was still unknown on asking.